Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the axiem box will not power the emitter. Once the axiem box was replaced, the system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that, when setting up for a procedure, the emitter was not chirping. The site had another navigation system's em box and swapped out the box, then the emitter began working as intended. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned axiem resulted in no failure being found through functional testing and visual/physical examination. Analysis states that, the axiem was connected to a known good system for twenty four hours and maintained tracking throughout the duration of testing on all eight ports / both lemo connectors. Unable to detect any issues. If information is provided in the future, a supplemental report will be issued.